Event description:
(B)(4) I started feeling pinching in my lower abdomen. Hair loss, joint pain, irritable, exhausted no matter how much rest I get. My periods are every 15 day's and I bleed ( hemorrhage ) for 10 days. Excruciating back pain and I get so bloated I look like I'm (B)(6). Leg cramping and constantly sick